Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the article the characteristics of a stent that is selected for an intervention and the complications that can occur must be kept in mind. [(B)(4)].

Event description:
Received an article: ozbudak, e. E. (2015). A rare complication of iliac artery stenting: acute lower extremity ischemia secondary to early stent fracture: case report. Cardiovascular science, 46-49. Purpose: to present the management of acute lower extremity ischemia secondary to early stent fracture. Per the article adverse events included hemorrhage.